Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient required revision surgery on (B)(6) 2025. A delivered goods form indicated that the revision was performed on a star ankle patient. The original surgery date, location, surgeon, and explanted items are unknown at this time. During the revision procedure, a 602-03-008 component was implanted.

Manufacturer narrative:
See h10 nd h11 complaint has been evaluated and is similar to report number 1644408-2024-01870; unknown star s800 - revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.